Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with preoperative diagnosis of lumbar disc herniation underwent minimally invasive microdisc. Intra-op, the screw was missing from the jaw of pituitary. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :the inferior shaft is broken at the upper portion of the pivot pin hole, with a portion of the shaft and the pivot pin missing and not returned for analysis. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The fracture of the shaft at this location is consistent overload of the instrument.